Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the reported "error 23062" was confirmed and replicated. A visual inspection revealed that the connector pins were damaged, which contributed to the reported complaint.

Event description:
It was reported that during internal service activity, repeated errors were encountered related to the vertical axis motor module, resulting in the inability to move the hrsv up or down. Troubleshooting was performed, including power cycling and checking for blockages, and further technical support was sought to address column encoder calibration failures. The vertical motor module was subsequently replaced to correct the reported problem. The customer reported event has no report of patient injury.